Manufacturer narrative:
(B)(4). Evaluation summary: the catheter was returned with contrast visible in the inflation lumen and the balloon was loosely-folded, suggesting that the device was prepared for use and pressurized during the procedure, as reported. The analysis revealed that there was a radial rupture in the balloon proximal to the distal balloon marker, confirming the reported rupture. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity, or insufficient preparation prior to use. Scanning electron microscopy (sem) analysis indicated that the radial leak was on a fold with mechanical damage noted at and near the leak edges. The sem report determined that the balloon failure may have been attributed to mechanical damage to the outer surface of the balloon. Additional information received from the account stated that the balloon was initially soaked per the instructions for use (IFU), but was prepared inside the body. As there was no report of any leaks noted during device preparation and the balloon was initially pressurized once without incident, this suggests that the balloon was not damaged prior to the procedure. Additionally, the lesion was heavily calcified and likely contributed to the reported difficulties. It is likely that the catheter interacted with the calcified lesion during advancement, thereby, contributing to the reported resistance. The balloon material then likely interacted with the heavy calcification upon inflation attempts such that it ruptured as a result. It should be noted that the rx trek/mini trek IFU states: treatment of moderately or heavily calcified lesions is considered to be moderate risk, with an expected success rate of 60-85% and increases the risk of acute closure, vessel trauma, balloon burst, balloon entrapment and associated complications. If resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. The IFU further cautions that all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any non-conforming material record issues with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint handling database indicated no other incidents. Based on the investigation, there is no evidence to suggest any indication of a potential product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with heavy calcification. The 2.5 x 20 mm trek balloon was advanced and significant resistance was noted. The balloon was inflated; however, the balloon ruptured at 10 atmospheres on the second inflation. Another trek balloon was used to continue the procedure. There were no adverse patient effects. No additional information was provided.